Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) and diabetic ketoacidosis (dka) resulting in a hospitalization; cause of dka was due to incompatible supplies. A blood glucose level was not provided. Customer was treated with intravenous fluids of saline, insulin and potassium to address the elevated bg. Customer was discharged 2 days later, 12/15/2023 with the issue resolved and no permanent damage. A pump system check was performed, and the pump was confirmed to be functioning as intended. It was also reported that the customer experienced a low bg of 53 mg/dl due to multiple manual boluses to compensate for incompatible supplies prior to the hospitalization.